Manufacturer narrative:
Investigation summary: the bead, bag and cord loop were returned for evaluation. Upon inspection, engineering observed a single puncture on the distal tip of the bag. The puncture exhibited some ruffling of the plastic bag on the side of the puncture. The bag may have come into contact with sharp instruments which may have caused the bag to tear. The instructions for use state, "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." This document represents our final report.

Event description:
Lap chole - "after slight pressure on the bag it broke while taking the the specimen out of the body."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.